Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the rn was preparing to administer activase for a stroke patient. Prior to set up the rn wasted an unspecified amount of the excess dose from the container. The nurse administered the prescribed bolus via pump (not using the bolus feature, programmed primary infusion instead).both nurses checked the intended rate of 81ml/hr. To administer the main dose of activase. However approximately after 10 min. The rn noticed that the flow was infusing faster than expected, the infusion was then stopped and restarted at the intended rate. The customer confirmed that there was no patient harm although an additional CT was performed as a precaution. It was later reported that the rn entered pounds under ¿stroke 100kg or less¿ as 235. This calculated the rate to be 190ml/hr. The customer stated; ¿this is our safety concern: there should be a hard stop where we cannot enter more than 100 kgs on the ¿stroke 100kgs or less¿ because it will calculate the rate of any kgs entered.¿